Manufacturer narrative:
(B)(4). Batch #u9316w. Investigation summary the device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active, without tissue between the blade and tissue pad, to avoid damage to the tissue pad.

Event description:
It was reported that during a thoracoscopic left upper lobectomy, the white tissue pad fell off. The fallen piece was retrieved by forceps and was disposed. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.